Manufacturer narrative:
H6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the surgeon had already decided to place a trigen humeral nail 8/7mm x 16cm proximal bent, but when placing it the lateral cortex broke, and he decided to place a longer one, which was 8/7mm x 24mm. No delay occurred as a consequence of this problem. Patient current health status is good.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, intake form and post-op form support the compliant, however, it does not aid in determining the clinical root cause of the reported failure. According to the report, the broken nail was removed and replaced with place a longer one, which was 8/7mm x 24mm. The provided post-op report revealed, ¿the nail was locked proximally, and distally. Excellent reduction and fixation were achieved.¿ it was reported, the patient¿s current health status is good. Therefore, since there was no delay because of this problem, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed in the preoperative planning section, that a proper type and size of implant must be selected to insure effective treatment of patients. Furthermore, fracturing of the implant components is identified as a possible adverse effect. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, intake form and post-op form support the compliant, however, it does not aid in determining the clinical root cause of the reported failure. According to the report, the broken nail was removed and replaced with place a longer one, which was 8/7mm x 24mm. The provided post-op report revealed, ¿the nail was locked proximally, and distally. Excellent reduction and fixation were achieved.¿ it was reported, the patient¿s current health status is good. Therefore, since there was no delay because of this problem, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed in the preoperative planning section, that a proper type and size of implant must be selected to insure effective treatment of patients. Furthermore, fracturing of the implant components is identified as a possible adverse effect. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.